Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 16 bursts of anti-tachycardia pacing (atp) and three shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.